Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with high atrial pacing at the max upper rate of 150 paces per minute. The atrial lead is reported to have high chronic thresholds. The patient had been exercising when felt heart rate ¿racing¿ and had palpitations. The patient was admitted to the hospital for further evaluation. A magnet was placed on the device which reset pacing back to normal function. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.